Manufacturer narrative:
Device remains implanted. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. A review of the manufacturing records verified that the lot met all pre-release specifications. The device remains implanted. Consequently, a direct product analysis was not possible. Based upon the available information, the exact cause for the reported event cannot be determined. The potential for breakage is addressed in the precautions section of the instructions for use stating, "avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. When tying knots with the gore-tex suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. Care should be taken to avoid using a jerking motion which could break the suture." A review of the complaint files confirmed that this lot has not been reported previously. All available information has been placed on file for use in tracking, trending and follow up.

Event description:
It was reported to gore that four hours after a carotid operation, a suture line rupture occurred. The surgeon reported that upon reoperation, he found one end of the suture broken and lying in the perivascular tissue about 2cm from the knot; the knot was intact. The repair was made and the pt remained neurologically unremarkable. One day later, the pt was extubated and has since been discharged without further complications.